Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis found a bent on the delivery wire at 26 cm from the proximal end. Microscope exam revealed that the main coil was broken off beyond the main junction. No anomalies were noted to the main coil junction. Information available indicated that the coil was not found at the end of the delivery wire after removal from the hoop dispenser. Based on device analysis and information available, it is probable that the damages on the coil occurred during handling of the device at the preparation stage. Therefore, a root cause of handling damage has been assigned to this investigation.

Event description:
Analysis of the returned device revealed that the main coil was broken off beyond the main junction. There was no patient involvement.

Event description:
Analysis of the returned device revealed that the main coil was broken off beyond the main junction. There was no patient involvement.